Event description:
The extraction rod did not fit into the nail because the threads were defective. Another extraction rod was available to complete the procedure. This event did not cause an adverse consequence to the pt or surgical delay.